Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device was received with intermittent button response during testing due to corroded keypad traces. No button error alarm noted. The device had minor scratches on the lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and scratched around casing. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer was sleeping the alarm occurred. Customer's blood glucose was over 500 mg/dl. Customer stated he had dropped the device. Customer mentioned the device had scratches above the screen. Customer stated he was in a go cart and the device came out of his pocket. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.